Event description:
During routine testing of the device at the service center, the service technician reported the calibrator failed the flow restrictor test on the b side. The compact needle valve was replaced in order to correct this problem. The device was originally returned for falsely detecting a blood parameter probe. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.